Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The insulin pump has intermittent button response due to moisture damage on keypad traces. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 310 mg/dl, which the customer treated for with a manual injection. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.